Event description:
It was reported that during a routine device change out procedure, there was an insulation anomaly noted on the right ventricular lead. The lead was capped and replaced. The patient was in good condition post procedure.